Manufacturer narrative:
Investigation summary: the device was visually inspected, and it was found ruptured. Complaint could not be confirmed since there is no event to compare with. At this point, is not possible to determine a root cause of such damage. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: ni. Manufacturer's reference number: (B)(4).

Event description:
Two 400cc mentor memorygel breast implant prostheses were received by the mentor failure analysis lab on 01/09/2020 with no accompanying information, and were processed on (B)(6) 2020. The devices could not be associated with an existing complaint. The device was ruptured upon arrival, and a returned device like this is characteristic of a rupture with removal and replacement. As a result, this will be conservatively reported to FDA. This report is for the right prosthesis.

Manufacturer narrative:
The product investigation was reopened to add clarifying information, and it was closed on (B)(6) 2020. This is the updated version of the evaluation that was submitted on the previous report. Investigation summary: during visual inspection, the sample was noticed to be ruptured. Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. Causes of rupture of gel-filled implants include but are not limited to the following events: intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).